Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed an intact lead with no signs of defect and returned undamaged. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A review of the x-ray images do show an unknown artifact. The appearance/shape is unfamiliar and does not appear to be related to the lead or the lead packaging. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, a radiopaque artifact was observed with x-ray imaging. This occurred when the lv lead was being placed between the external and internal catheter. The artifact continued to advance along with the lead and the guide catheter. Subsequently, a different lv lead was attempted but it could not be advanced any further than the radiopaque artifact location and it was removed without incident. X-ray images are planned to be sent for further evaluation to determine the origin of the artifact. No procedural adverse patient effects were reported however, it was later reported the patient passed away from a necrotizing fasciitis from a wound located in the inguinal area. The physician reported the resulting sepsis was unrelated to the system implant. The lead was later returned for analysis.